Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump may not have been delivering insulin and did not alarm or vibrate. It was also reported that display screen was not showing the set, check blood glucose reminder. It was reported that insulin pump was exposed to CT scan. Customer was not able to perform high pressure test and was advised to call when in receipt of tubing clamp. Customer's blood glucose was 17.0 mg/dl. During troubleshooting, insulin passed high pressure test. It was advised that insulin pump was working as designed.